Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, the nozzle was observed to be clogged with foreign material. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device are: due to damage on channel (ch)tube, water tightness is lost; due to deformation of up/down/right/left knobs, water tightness is lost; due to deformation of el-connector, water tightness is lost; objective lens, c-cover, and light guide (lg) lens have a scratch; adhesive on distal end rubber coating (a-rubber) is detached; a-rubber has discoloration; ig protector has a scratch; s-cover has a scratch and discoloration; grip has a scratch; forceps channel port is shaved: control unit has a scratch; switch (sw) 1 has a cut; sw4 has a scratch; protector on the control section side of universal cord is shaved; universal cord has buckling; water supply connector is deformed; due to wear of angle wire, bending angle in up/down/left direction does not meet the standard value; due to deformation of bending tube, the play of u/d/r/l knob is out of the standard value; due to damage on ch-tube, forceps cannot be inserted; due to damage on ch-tube, the tube cleaning brush cannot be inserted; due to damage on charge couple device (ccd) unit, the image has black dots; due to damage on ccd unit, the specified resolving power is not obtained; due to damage on ch-tube, suction volume does not meet the standard value; and lg-bundle has breakage. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown procedure the glue injector was stuck in the instrument channel. There is no reported harm to the patient. The device was returned for evaluation and repair. Upon evaluation of the returned device, the nozzle was observed to be clogged with foreign material. This medwatch is being submitted for the issue of foreign material observed in the nozzle during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following likely caused the event. Fragments of injection tube or silicone rubber products entered channel and clogged in the nozzle. The root cause of why the device was not reprocessed according to the device IFU and why the fragments remained could not be determined. The following is included in the IFU and may have helped prevent the event: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
Addendum nov 22, 2022: customer reported event occurred at the end of the therapeutic endoscopic variceal ligation (evl) procedure when the device was being taken out after completion. The glue injector got stuck inside the device as the user mistakenly applied suction while the injector sheath was inside the device. There is no delay to the procedure completion. Patient did not need additional anesthesia.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: patient pre-existing medical conditions are not known. Patient initials are p.b. There is no information on the foreign material found in the nozzle. Reprocessing was not performed for the device as the glue injector was stuck in the device. Pre-cleaning was not performed and air/water channel cleaning adapter was not used before device was returned. Since reprocessing was not performed for the device, no information is available for reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. Based on the results of the investigation, it¿s likely the foreign material was clogged in the air/water nozzle because the reprocessing steps deviated from the instruction mail. However, a final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During the device evaluation, service found the endoscopic image was blurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, although a conclusive root cause could not be determined, it is likely that a blurry image was displayed due to following: - the entire image was blurred due to damage to the ccd unit. - the entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope. - blurring the entire image occurred within the allowable range. - the entire image was blurred due to damage or deformation of the connector. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: ·operation manual. - inspection of the endoscopic system. ·operation manual. Important information ¿ please read before use. - warnings and cautions. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
Additional information has been received for this event. Initial reporter information being provided as well. This supplemental report is being submitted to provide this information. The glue injector did not break in the scope or its channel. The needle part of glue injector was removed from its outer sheath and disposed by the customer. The device was returned to olympus with only outer sheath of glue injector stuck in the channel, due to glue aspiration during the procedure. The glue injector is non-olympus product.